Event description:
It was reported that the asymptomatic patient presented in-clinic with non-sustained lead noise due to post-paced t wave oversensing. Programming changes were recommended, however; the physician elected to not make any changes at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.